Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/21/2016 with the following findings: during investigation, the pump was powered on to a fully functional and fully illuminated display. The original complaint of a flashing display was unable to be confirmed. The pump cover was removed to find no intermittent conditions on the display circuit. Unrelated to the original complaint, moisture corrosion was found on the metal keypad support bracket.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (flashing display) issue.